Event description:
It was reported that the customer was hospitalized. Blood glucose was over 600 mg/dl; treated with bolus with the insulin pump and when arriving at the emergency room it was 234 m/dl. Customer was having issues with cannulas bending and that caused her to have high blood glucose and ketones. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.